Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Unable to perform the displacement test due to no button response. No unexpected constant tone alarms or vibrate alerts occurred during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and case cracked at the reservoir tube window corner.

Event description:
It was reported via phone call that the insulin pump was exposed to moisture. It was also reported that the insulin pump received a button error alarm. Customer's blood glucose level was unknown. Troubleshooting occured. Advised insulin pump would be replaced.